Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia due to the difference between sensor glucose and blood glucose. It was also reported that the insulin delivery was suspended due to the difference. Troubleshooting was performed for the reported event. The customer treated the high blood glucose using the insulin pump. The customer had been using the insulin pump system within 48 hours of the reported high bg event. A high-pressure test was performed and the pump passed the test. The blood glucose value from the reported event was 26 mmol/l. The sensor glucose value that triggered the suspend on low was the set low limit but it was unknown. The difference was not within the target range. The difference occurred with a previous sensor and the time the sensor was worn was 4 days. No harm requiring medical intervention was reported. The customer discontinued using the sensor and the sensor will not be returned for analysis.